Manufacturer narrative:
An outside of united state (ous) customer reported an incorrect barcode scan for sample ID (sid) (B)(6). Siemens is investigating the issue.

Event description:
The customer reported that the barcode for sample ID (sid) (B)(6) was incorrectly read as sid (B)(6) on an atellica sample handler prime. The sample was repeated on the same instrument. There are no known reports of patient intervention or adverse health consequences due to event.

Manufacturer narrative:
Siemens filed the initial MDR on 10feb2023. Correction (10feb2023): initial MDR was sent in error. This event is correctly reflected under MDR 2432235-2023-00059 which was submitted on 09feb2023.